Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) will not power on was confirmed during functional testing. The root cause was due to liquid ingress damaged integral components in the platform due to user mishandling. Upon visual inspection, the platform casing is cracked and broken the observed nature of this physical damage is indicative of user mishandling; liquid ingress was also observed inside the platform. The platform was unable to power on during initial functional testing. Liquid ingress damaged the integral components of the autopulse platform. Service could not be performed due to the damaged integral components of the platform due liquid ingress. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
After patient use, the autopulse platform (sn (B)(4)) was cleaned with a garden hose. Following this, the platform will not power on with multiple known good batteries. No patient involvement.